Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspection & results: anvil pocket condition, good; cartridge batch number, a-k46h7w b-j00; cartridge condition, ab-good; cartridge positioned properly, na; closure trigger position, open; driver condition, ab-good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, ab-yes; retaining pin arm condition, good; retaining pin condition, ab-good and staples present, ab-no. Functional tests & results: cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes and instrument cycled, yes. Analysis conclusion: based on the info rec'd and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The batch history records for the reload cartridge were investigated and there were no anomalies noted for missing staples during mfg. It should be noted that a 100% inspection through an automated vision sys takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a gastrectomy (sub-total) procedure. It was reported by the affiliate that the tx30b was reloaded with a xr30b cartridge. The surgeon fired the device and found that the cartridge was empty. The surgeon placed hand sutures to close the tissue. There was no patient consequence.